Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, guidewire, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and with a kink at the distal tubing of the sheath. The sample was returned for evaluation, and kink was noted on the tubing of the hemostasis sheath. As a result, the complaint can be confirmed for a kinked hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the sheath due to handling during sheath and locator assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor took an angiogram of the femoral artery after the percutaneous coronary intervention (pci) procedure. The procedure took approximately sixty minutes with a 6fr femoral sheath and planned to close the wound with a 6fr angio-seal vip. After assembling the insertion sheath and locator, she noticed an obvious kinking at the middle part of the insertion sheath. She did not insert into the patient due to safety concerns. She then exchanged for another 6fr angio-seal to complete the wound closure successfully without any problems. The patient was stable and there was no extra blood loss. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: distributor the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.